Manufacturer narrative:
Inspected 1 random partial opened or used sensor and performed visual inspection and found insertion needle bent inside the sensor base, no broken needle during analysis. Unable to confirm customer received sensor in that condition due to customer returned opened or used. Missing 1 needle.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the needle of sensor broken and still in the site. The customer¿s blood glucose value was unknown. The customer reported that the introducer needle fractured while in the body. Customer reported that they did not receive medical treatment as result of needle fracturing. The sensor will be returned for analysis.